Event description:
The user facility reported that a home-visiting nurse reported to the office that a catheter was punctured by an inner needle during manipulation. The nurse experienced same issue twice during the manipulation for the same patient. The inner needle was confirmed to be protruded from the catheter. No fragment remains in the patient's body. The patient was not injured during the event and medical or surgical intervention was not required to prevent injury. The event occurred intra-operative.

Manufacturer narrative:
Expiration date: 2026-07, implanted date: device was not implanted, explanted date: device was not explanted, initial reporter name : (B)(6), phone number: unknown, occupation: office clerk. Reference photos from tc showed the following: 2 pieces of IV catheter in an open condition; both needles of the samples were observed punctured through the catheter tube; traces of blood were also observed on the samples; the catheter tip of both samples was observed damage. Tc has confirmed the above assessment and the following measurement on both samples: sample 1: the catheter is punctured at 3.0mm away from the tip. Sample 2: the catheter is punctured at 3.5mm away from the tip. The root cause of the complaint is confirmed as not related to our product or production process. As stated in the complaint details, the IV catheter was punctured by a needle during manipulation which is only likely to happen when there is reinsertion of the needle to the tube during catheter placement. Verification of retention samples showed no related defects on the catheter tube that would lead to needle stick out and damage the catheter tube. We have 2 stages of visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratches, holes, dents, bent or needle stick out can be detected during these processes. The lot history file showed no related nonconformity or any irregularity that could lead to the complaint. Before shipment, qc conducts an outgoing inspection to check the condition of the product. All samples passed. Therefore, we advise following the instructions for use (IFU) for the proper usage of the IV catheter which indicated warnings, if re-penetration is inevitable the catheter may be stripped off or catheter may get damage. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no: (B)(4).